Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and an adverse event. The patient stated that she had calibrated her cgm around 8:00-9:00 am. The cgm then was reading 289 mg/dl, so the patient treated themselves with 7 units of insulin based on the cgm value. She did not recall the bg value at the time. Sometime later a visiting nurse told her she felt like she was burning up; she stated she also did not feel well in general and was starting to feel out of it. She started to vomit, and the nurse had her take zofran. Around 1:30 -2:00 pm that afternoon, her son called 911 and when the paramedic arrived, they checked her bg which was 460 mg/dl and transported her to the hospital. Her bg finger stick at the hospital was about the same as the paramedic value, and her venous lab specimen bg was similarly high. She had previously spoken with her doctor stating she thought she had a urinary tract infection (uti), so a urine sample was taken which was positive for infection. She was treated at the hospital with fluids, insulin and antibiotics via intravenous (IV) therapy, and was discharged after five days with a prescription for additional antibiotics to take at home. At the time of contact, the patient was doing fine. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.